Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 165 mg/dl. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer also reported that they performed self-test and displacement test and it passed. The customer reported that they performed displacement test and it passed. The customer also reported that they received a insulin pump error then followed the instructions and goes to another insulin pump error, insulin pump did not restart and goes to a loop. The device will not be returned for analysis.